Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent altitude alarms occurred. The customer's blood glucose level ranged from approximately 300 to 400 mg/dl. The customer administered injections via insulin pens. Reportedly, the customer was able to clear the alarms and resume insulin delivery. The customer has insulin pens available as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.